Manufacturer narrative:
Block d2b pro code (product code): nhl with all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation due to device migration and undergoing a procedure in which the device was replaced was confirmed based on record review, the device was not returned as it was discarded by the facility. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation and a return of their pre-existing symptoms, including muscle rigidity, due caused by parkinson's disease, due to migration of the lead of the deep brain stimulation (dbs) system. Imaging was performed which confirmed migration of the lead of 8 mm from the intended implant site of the solitary thyroid nodule (stn). The patient underwent a revision procedure in which the physician intended to reposition the lead however due to being unable to obtain the target waveform decided to explant the lead. The patient is doing well post operatively. The device will not be returned as it was disposed of by the facility.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient experienced inadequate stimulation and a return of their pre-existing symptoms, including muscle rigidity, due caused by parkinson's disease, due to migration of the lead of the deep brain stimulation (dbs) system. Imaging was performed which confirmed migration of the lead of 8 mm from the intended implant site of the solitary thyroid nodule (stn). The patient underwent a revision procedure in which the physician intended to reposition the lead however due to being unable to obtain the target waveform decided to explant the lead. The patient is doing well post operatively. The device will not be returned as it was disposed of by the facility.